Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause will be added to the design failure mode and effect analysis. A labeling review was not completed as the user would not likely cause the reported issue.

Event description:
It was reported that the patient got an infection from the patient hose due to sediment build up between the over sleeve and the hose. Per additional information received via phone from the customer contact on 25feb2020, the patient hose was changed within 30 days of use and the patient's infection was treatment with antibiotics via injections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient got an infection from the patient hose due to sediment build up between the over sleeve and the hose. Per additional information received via phone from the customer contact on (B)(6) 2020, the patient hose was changed within 30 days of use and the patient's infection was treatment with antibiotics via injections.